Manufacturer narrative:
The back light functioned properly during testing. No unexpected backlight anomaly was noted. The low reservoir alert functioned properly during testing. No unexpected low reservoir alarm was noted during testing using a water filled test reservoir. The pump functioned properly. The pump was received with minor scratches on the lcd window, a broken off reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing o-ring on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer had a low reservoir alert on the insulin pump. Caller stated that he still gets a low reservoir alert even when he fills the reservoir to the top at 1.8 ml. Customer changes the reservoir ever 2 to 2.5 days and within 24 hours, she will receive a low reservoir alarm. Caller stated that he changed the reservoir last night. Customer received another low reservoir alarm. Caller was assisted with a displacement test and the pump passed. Customer did not have battery out limit alarms in the alarm history. Customer only had low reservoir alarms. Caller stated that the low reservoir alarm is set to 10 units but it went off at 30 units. Caller also stated that the light works while changing the sets but other times it won't work. Customer's father was advised that the pump will need to be replaced.